Event description:
During a fitting appointment on 06-aug-2021 it was observed that some channels had fluctuating impedances but the user did not report any problem with the hearing performance when using the device. The user_s parent reported that on 13-aug-2022, the user could not hear normally with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely related due to explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a fitting appointment on (B)(6) 2021 it was observed that some channels had fluctuating impedances but the user did not report any problem with the hearing performance when using the device. The user's parent reported that on (B)(6) 2022, the user could not hear normally with the device. The user has been re-implanted.